Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and noise was noted on the right ventricle (rv) lead was noted. Technical support was contacted and reprogramming was performed to resolve the issue. The rv lead remains implanted. The patient was in stable condition.